Event description:
A screw implanted along with a plate, broke post operative. Patient experienced a 25% left distal humerus shaft fracture with angulation of the fracture site, foreshortening & overriding of the fracture fragments sustained in a motor vehicle accident. Driver and passengers were unrestrained. Doctor stated, patient was 80% healed and released him to work (self-employed roofer). Patient was lifting a roll of tarp paper and felt a strain. X-ray taken showed moderate amount of callus at fracture site, refracture of the bone, most proximal screw broken and severe posterior angulation of distal bone fracture fragment. All hardware was removed from the pt. Patient tested positive for alcohol and marijuana in 2004 and positive for marijuana in 2005.

Manufacturer narrative:
This information was not provided upon initial report. Additional information has been requested. Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned.